Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that he had problems with his pump and all of a sudden his blood glucose was out of sight. The customer's blood glucose was over 400 mg/dl. The customer stated that he went to bed to suspend his pump and woke in the morning with blood glucose of 145 mg/dl. At breakfast, the customer's blood glucose reading was 198 mg/dl. The customer stated that at 11:30am, his blood glucose was at 417 mg/dl. The customer treated with a correction. The customer had fluctuating blood glucose all day. The customer declined to troubleshoot for high readings.